Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 16 cm x 9.5 mm cylinders, pump and reservoir were implanted. It was further reported that the reason for this surgery was due to a pump malfunction. The patient was unable to inflate/ deflate his cylinders. This occurred 2 to 3 weeks prior to this surgery. The patient outcome following this surgery was good.

Manufacturer narrative:
An allegation of a pump malfunction and fluid leak were reported. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. Cylinder 1 performed within specification; however, cylinder 2 had broken fabric threads present therefore exhibiting a bulge when inflated. Product analysis confirmed a device malfunction. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested. The pump performed within specification. Product analysis could not confirm the allegations of pump and fluid loss.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 16cmx9.5mm cylinders, pump and reservoir were implanted. It was further reported that the reason for this surgery was due to a pump malfunction. The patient was unable to inflate/deflate his cylinders. This occurred 2 to 3 weeks prior to this surgery. The patient outcome following this surgery was good. Additional information was received that this patient experienced fluid loss with his device as well.